Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause is reported as unknown. Reportedly. "Vault reduced after exchange of 12.6mm lens size. Patient is doing well."

Manufacturer narrative:
Claim# (B)(4).